Event description:
Account reported incident in which leakage occurred at the tubing/stopcock connection during the injection of contrast media. Reporter stated a pressure injector is not being utilized. No patient compromise reported.